Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). A supplemental report will be submitted if additional information becomes available or when the manufacturer investigation is complete.

Event description:
It was reported that the implant retrieval tool would not release from implant. There was no report of patient injury. The patient presented with repetitive loosening implant fracture and bone loss. The patient will have to return to replace the fractured implant.

Manufacturer narrative:
This report is to communicate that 0002023141 - 2019 - 00053 was submitted in error. The implant was removed despite the removal driver being stuck. The loosening event that may have caused or contributed to the implant fracture was reported on 0002023141-2019-00054. The fractured implant will be reported on the asr.

Event description:
It was reported that the implant retrieval tool would not release from implant. There was no report of patient injury. The patient presented with repetitive loosening implant fracture and bone loss. The patient will have to return to replace the fractured implant.